Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brushes break off during brushing / silver pin that is attached to the brush breaks off [device breakage]. No adverse event [no adverse event]. Case description: a (B)(6) male consumer stated that the oral-b flexisoft brushheads break off during brushing with an oral-b rechargeable toothbrush, version unknown. He described that a small silver pin that is attached to the brush breaks off. This has happened twice, and one time the silver pin went half way down his throat. No symptoms developed.